Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed freestyle libre sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported that the freestyle libre sensor detached prematurely on the seventh day of wear while customer was sleeping. The customer became hypoglycemic, was "gurgling weird", and experiencing sweating and a loss of consciousness. The customer's sister found customer, obtained capillary result of 28 mg/dl, and called ambulance. Paramedics administered glucose via IV, then transferred customer to hospital. A healthcare meter result of 35 mg/dl was obtained, and customer required the treatment of glucagon injection and IV. When customer re-gained consciousness she was treated with food. There was no report of death or permanent injury associated with this event.